Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal /pelvic floor therapy. It was reported the patient saw poor communication when trying to use the programmer and had already changed the batteries. Patient services had the patient try with and without the antenna and the issue was not resolved. Patient was sent a replacement programmer. Additional information was received. The patient stated their reason for calling was that they received a replacement patient programmer 2 days prior and they reported that the patient programmer was showing poor communication with and without the antenna. They stated they did not receive a new antenna. They were asked if they had a return of symptoms during the call and they stated it, the ins, didn't work. They said they had a feeling they forgot to program it when it was implanted. During the call it was confirmed the new patient programmer showed poor communication. The patient was redirected to their healthcare provider to confirm ins status.